Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the two-company cartridge were cracked. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The company cartridge was returned loose in a bag. Inadequate viscoelastic was observed in the cartridge. The cartridge nozzle has cracked on the posterior and the damage extended into the thinner tip area. The crack enlarged to split damage. The damage on the posterior of the nozzle started in the thick wall cone area. The cartridge has evidence that it was placed into a handpiece. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The associated lens, cartridge, and viscoelastic information was not provided. It is unknown if a qualified product combination was used. The reported damage was observed. The root cause may be related to a failure to follow the IFU. An inadequate amount of viscoelastic was observed in the cartridge. The IFU¿instructs¿to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage the damage began in the thick nozzle cone wall on the posterior and travelled to the thinner tip area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).